Manufacturer narrative:
At this time, no further information is available. This report will be updated should additional information become available.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device had two historical alerts for high out-of-range shock impedance on the right ventricular (rv) lead; one in (B)(6) 2019 and the other in (B)(6) 2020. Technical services discussed possible programming adjustments and troubleshooting steps. It was noted that the patient was only being evaluated once per year in the clinic. No adverse patient effects were reported, and the rv lead remains in service.